Manufacturer narrative:
A philips remote service engineer (rse) signed in to the system remotely and looked into the logs and concluded that the telemetry unit had disconnected from the surveillance due to time out. The clinical audit trail revealed "tele weak signal" inops right before the telemetry disconnected. The rse recommended to the customer to perform a coverage test in the affected room to confirm signal quality is ok. The customer was provided information to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
The customer reported they lost telemetry monitoring during the night between 22:31-01:22. The battery died; however, the customer indicated the device did not alarm for low battery. The device was reported to be in use on a patient. No adverse event to the patient or user was reported.

Manufacturer narrative:
(B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.